Event description:
It was reported a filter was placed without incident in a post craniotomy for acoustic neuroma pt with deep vein thrombosis in her right lower extremity. Nineteen days post placement the pt experienced a pulmonary embolus. A CT scan taken after the pulmonary embolus indicated the filter opening was incomplete. Co's attempts to gain further details with regards to the circumstances surrounding this event have been unsuccessful. Without further details co is unable to determine the cause for this event. However, pulmonary embolus is a rare anticipated potential complication associated with filter placement for pt's who are at high risk for thrombus formation. Co's direction for use state: "if inadequate protection against pe is suspected, a second filter properly placed, should be implanted for protection against recurrent pe.